Manufacturer narrative:
Evaluation is in progress, butnot yet concluded. This complaint is related to MDR # 1828100-2014-00373.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw seems noisy and labored. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.